Event description:
The minerva handpiece did not ablate the patient. The machine ran as it was supposed to for 120 seconds, but when surgeon removed the handpiece, it came out clean as if nothing had been done. Per the manufacturer's instructions, the procedure cannot be repeated, so the patient did not have the ablation as planned.